Manufacturer narrative:
A medwatch report was submitted for this event: mw5078654. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2000ml exactamix eva tpn bag leaked. The right port of the bag had a hole. This event was noted after the bag was filled with unspecified liquid. There was no patient involvement. No information available.

Manufacturer narrative:
The device was not returned and the lot number is invalid; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.